Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date during hospitalization, the patient was treated with multienzyme (intraperitoneally, dose and frequency not reported) for the peritonitis. At the time of this report, the patient had recovered from the event. The action taken with dianeal therapy was not reported. Additional information is not available.